Event description:
The customer reported that the generator's monopolar self-activated when the 4 pin footpedal cord was plugged in without the pigtail adapter cord.

Manufacturer narrative:
(B)(4). The device was received and the investigation was able to confirm the customer's reported issue. The monopolar footswitch connector on the footswitch/audio board has the plastic insulating material around the pins missing. The combination of the broken monopolar footswitch connector and the insertion of the four pin foot pedal without the pigtail caused the pins to short and activate the generator in the cut mode. The investigation found the root cause of the monopolar self-activates when the four pin foot pedal cord is plugged in without the pigtail to be user error. The footswitch/audio board was replaced to correct the problem. The generator was calibrated, life cycled and fully tested. The generator was found to function normally and within specifications.